Manufacturer narrative:
Describe event or problem; corrected data: the previously submitted MDR inadvertently lacked part of the event description.

Event description:
It was reported that the patient was expecting surgical revision and that the generator was disabled.

Event description:
During an internal review of programming and diagnostic data, it was found that the vns patient's device was tested on (B)(6) 2015 and system diagnostic results revealed high impedance >=10000 ohms. Review of the available programming and diagnostic history showed normal diagnostic results through (B)(6) 2014. No patient adverse events were reported. No known surgical interventions have occurred to date.